Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during inspection at the distribution center, a piece of foreign matter was found inside the sterilization pouch. This event did not occur during a surgical procedure, no delay nor adverse consequences were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during inspection at the distribution center, a piece of foreign matter was found inside the sterilization pouch. This event did not occur during a surgical procedure, no delay nor adverse consequences were reported.